Event description:
It was reported that the external pulse generator had its case cracked on the top left, around the atrial and ventricular outputs. The generator was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: initial analysis confirmed the reported event, the lower case was broken. It was also noted that the upper case and ring cover were broken, the battery release and battery drawer were contaminated, the side bail covers, side bails and ring bail were missing, the battery contacts were compressed and the encoder flex was out of electrical specification. Further analysis was performed on the encoder flex. Visual inspection revealed no anomalies. Bench testing found an intermittent open circuit and was verified with microscope. Conclusion: confirmed the failure seen during repair of the device caused by an open circuit trace. (B)(4).